Event description:
It was reported the programmer will boot up, but then it displays an error message informing the user to contact medtronic. The system repair disk did not resolve the issue because the disk drive is not working. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis confirmed that the programmer would power up to an error. Analysis also found that the disk drive would not read disks and the power cord bay door was broken.